Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation noticed that (B)(4), ø .078 x 045 ss pin is missing; consequently, (B)(4) broach handled trigger does not stay in place, and the (B)(4) broach handle locking handle does not hook to the (B)(4) broach handled trigger. The most likely cause of the reported failure is wear and tear.

Event description:
On 09/06/2022, it was reported by a sales representative via sems that a ar-9510-2 lever-locking broach handles trigger broke off. This occurred on (B)(6) 2022 during a reverse total shoulder arthroplasty when the surgeon was malleting out the broach from the humerus. There was no patient effect reported, the device did not break inside the patient. Additional information requested.